Event description:
Pt infection. Implanted in '04. Explanted 4 months later. Culture-proteus mirabila, gram negative bacteria. One of 2 infections reported involving same surgeon. Questionnaire and white paper sent to customer.